Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient had a shocking sensation when they turned the controller on last year (2018) and they did not want it to happen again. No further complications were reported.